Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the powerflex pro balloon ruptured. There were no reported patient injuries.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available.

Manufacturer narrative:
As reported, the powerflex pro balloon ruptured. There were no reported patient injuries. Additional procedural details were requested but are unknown. A non-sterile powerflex pro 7mm4cm 80 was received coiled inside of a clear plastic bag. The product was removed from the plastic bag to do a first visual inspection without any optical magnifying device. The balloon was received not inflated. During the visual inspection, an axial rupture was observed at the balloon. No other damages or anomalies were observed at the returned part. Functional test was not performed due to the axial burst condition observed during inspection. During the scanning electron microscopy (sem) analysis, the balloon axial burst condition was observed. The balloon outer and inner surfaces were scanned to identify the possible root cause of the rupture/separation. Sem results showed that the balloon internal surface and marker bands did not present any evidence of damage or defect. However, the external surface presented evidence of scratch marks near the balloon burst/ruptured areas. It is very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the burst/ruptured condition found on the received balloon. No other anomalies were observed during sem analysis. A device history record (DHR) review of lot 17692391 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was confirmed through analysis of the returned device. However, the exact cause of the rupture observed could not be conclusively determined during analysis. Based on the limited information available for review, vessel characteristics (although unknown) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon as evidenced by the scratched marks noted during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Corrected data: section date device returned to manufacturer. The device was received on (B)(6) 2018. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the powerflex pro balloon ruptured. There were no reported patient injuries. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17692391 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.